Event description:
It was reported that bd microtainer® contact-activated lancet had a retraction issue. The following information was provided by the initial reporter: "needle found on the ground, got out of its plastic envelope, normally they might be retractable needles. The nurse has pricked himself with this needle."

Manufacturer narrative:
The following field was updated due to corrected information: h.1. Type of reportable events: serious injury. H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to retraction failure as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
Medical device expiration date: unknown device manufacture date: unknown a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). OEM manufacture: (B)(4).

Event description:
It was reported that bd microtainer® contact-activated lancet had a retraction issue. The following information was provided by the initial reporter: "needle found on the ground, got out of its plastic envelope, normally they might be retractable needles. The nurse has pricked himself with this needle."